Manufacturer narrative:
The device was returned to a zoll approved service provider and the customer's report was unsubstantiated. Review of the device log did not show any evidence of the report, critical errors, or power related errors. It is not possible for the device to show error 1051 and not log it, unless there was a power related error. The device passed incoming testing and stress testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2021-00415, 1220908-2021-00409, and 1220908-2021-00417 for similar reports from the same customer.